Event description:
It was reported that the spinal cord stimulation (scs) patient underwent an explant procedure wherein the implantable pulse generator (ipg) was removed for an unknown reason. No additional information is available at this time.